Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was using an old laptop computer when the cursor started to "go crazy." The next morning the implantable cardioverter defibrillator (ICD) started beeping. The ICD exhibited premature battery depletion and a power on reset (por). The device was explanted and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. If information is provided in the future, a supplemental report will be issued.